Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The personal diabetes manager (pdm) display was reportedly damaged and unreadable. The patient was not able to activate a new pod due to the pdm no longer functioning properly. The patient's blood glucose levels reached 34 mmol/l (316 mg/dl) and ketones of 6.2 mmol/l. The patient was treated with intravenous fluids and insulin injections. The patient was discharged after four days.